Event description:
A pump issued an altitude alarm, leading the customer to report high blood glucose, though the exact value was not specified. The customer attempted to correct the high blood glucose by administering a correction bolus via the pump, independently, without third-party assistance. There was no suspension of insulin and following multiple cartridge changes to address a series of alarms, the pump returned to normal operation. The customer received tips from technical support to prevent future altitude alarms and understood these suggestions.